Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call software error alarm. Customer's blood glucose level was 298 mg/dl. Troubleshooting for the software error alarm was performed. Customer advised the alarm occurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump error 53 was found in the pump history. Unable to determine the root cause due to the overwritten history file. The pump was received with a scratched case, a pillowing keypad overlay, a stained serial number label and minor scratches on the lcd window.